Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "pads fault" message with an electrode adaptor attached. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the product for eval and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll. The customer removed and returned the CPR adaptor for evaluation. The malfunction was duplicated and attributed to the CPR adaptor. Analysis for reports of this type has not identified an increase in trend.